Event description:
Attorney reported: in 2007 - pt underwent left inguinal hernia repair during which a perfix plug mesh was implanted. Pt had chronic pain in the groin region, including swelling, physical limitations and recurrent hernia. In 2007 - doctor advised pt to have perfix plug mesh explanted due to hernia had recurred. In 2008 - mesh may have been explanted in whole or in part. No doctor has attributed the above bodily injuries to the use of or any defect in the perfix plug.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. Report of event indicates that no doctor has attributed the above bodily injuries to the use of the perfix plug.